Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history, but issue had already resolved by the time of the call. No information was available on any impact to the customer¿s blood glucose level. Customer used non-tandem wall adapter with tandem charging cable, and technical support advised against third-party charging supplies except for troubleshooting and arranged shipment of replacement tandem wall adapter, after which pump began charging and no further assistance was required.